Manufacturer narrative:
Device evaluation completed on june 06, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 375cc no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it identified that the breast implant had an area of shell abrasion on the anterior view. In addition, a tear within the shell abrasion was noted measuring approximately less than 0.1 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received with the device indicated that the date of explantation updated to march 11, 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced left sided deflation post procedure. The patient noticed that the implant was deflated. A physical consultation was performed by a physician and deflation was diagnosed. As a result, an explant was scheduled on (B)(6) 2021.